Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was atherectomy on the right lower extremity. The turbohawk would not cross the lesion to the tpt. The physician predilated and it still would not cross. Evaluation of the returned device found a stainless steel stent trapped in the distal tip assembly's housing. The stent had been trapped between the cutter head assembly and the housing window's distal edge no injury was reported.